Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt-2-glutamyl transferase ver.2 standardized against ifcc / szasz on a cobas c 111. The sample initially resulted in a ggt value of 362.4 u/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2022, resulting in a value of 9.9 u/l. The repeat value agreed with the patient's clinical picture. The ggt reagent lot number was 530461-01. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Quality control data for one level was provided for dates 07-feb-2022 to 13-feb-2022; the results were ok. Upon review of analyzer data, there was no indication of a technical issue. The investigation could not identify a product problem. The cause of the event could not be determined.